Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
The customer complained that the "service required" alarm would not stop, even after resetting the device. During the evaluation of the device at the manufacturer's service center, it was determined that the "service required" message reported by the user was due to an issue with the device speaker system. The user did report that the device audibly and visually alarmed with the "service required" message. The device's audible alarm speakers were replaced to address the issue. There was no pt harm or injury reported.